Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted crystallized contrast visible in the inflation lumen and balloon, consistent with preparation. The stent implant was deployed and not returned. The balloon was loosely folded. A new indeflator filled with water was used to pressurize the stent delivery system to the rated burst pressure. The balloon inflated and held pressure without a leak noted. Negative pressure was pulled and there were no bubbles seen. It is possible there was a faulty connection between the syringe/inflation device; however, this could not be confirmed. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. In this case, the reported leak was unable to be confirmed and there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.

Event description:
It was reported that during preparation of the promus stent delivery system (sds), the device had an irregular feel. It was observed that when the device was pulled negative with a syringe 3 times, it was pulling negative too easily, and appeared to be pulling air upon aspiration. The sds was loaded onto the guide wire, and during a final attempt to pull negative with the inflation device, a lot of bubbles were noticed. It was thought that there was a leak somewhere; therefore, the stent was deployed in a bowl of water, and the balloon inflated successfully. The stent is not on the balloon, and will not be returned with the device. Another promus was used to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.